Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis uteri, uterine leiomyoma, paratubal cyst, uterine fibroid, abnormal uterine bleeding and pelvic pain. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain/ pain"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, abdominal pain, rash, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal discharge, hormone level abnormal, female sexual dysfunction, skin disorder, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted to see if the essure was in place (as written). Results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (fallopian tube). Pathology test - on (B)(6) 2019: cervix: benign cervix with mild chronic cervicitis. Negative for dysplasia and carcinoma. Endometrium: benign disordered endometrium with few focal back to back glands, compatible with benign (nonatypical) hyperplasia and stromal breakdown. Negative for atypia and carcinoma. Myometrium: superficial adenomyosis and leiomyoma. Left fallopian tube: benign fallopian tube with paratubal cyst and essure device present. Right fallopian tube: fallopian tube with no significant histopathologic changes and essure device present. Gross description: there is possible fibroid in the anterior myometrium measuring 1 cm in the greatest dimension with white whorled out surfaces. There is an essure device identified at the proximal end of each fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s));') and heavy menstrual bleeding ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis uteri, uterine leiomyoma, paratubal cyst, uterine fibroid, abnormal uterine bleeding and pelvic pain. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and pelvic pain ("pelvic pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy and bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, abdominal pain, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, rash, skin disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *discrepancy noted in insertion date-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Imaging procedure - on (B)(6) 2015: *essure confirmation test(s) conducted, specify- date: (B)(6) 2015 type of test: - to see if the essure was in place (as written) results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (fallopian tube). Pathology test - on (B)(6) 2019: cervix: benign cervix with mild chronic cervicitis. Negative for dysplasia and carcinoma. Endometrium: benign disordered endometrium with few focal back to back glands, compatible with benign (nonatypical) hyperplasia and stromal breakdown. Negative for atypia and carcinoma. Myometrium: superficial adenomyosis and leiomyoma. Left fallopian tube: benign fallopian tube with paratubal cyst and essure device present. Right fallopian tube: fallopian tube with no significant histopathologic changes and essure device present. Gross description: there is possible fibroid in the anterior myometrium measuring 1 cm in the greatest dimension with white whorled out surfaces. There is an essure device identified at the proximal end of each fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Reporter information, patient middle name, medical history, product removal details added. Surgery added for event fallopian tube perforation. Action taken with drug updated. New event added: pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s));') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify- date: (B)(6) 2015 type of test: to see if the essure was in place (as written) results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (fallopian tube). Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, rash, skin disorder, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *discrepancy noted in insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: new pfs received- new events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss specify which one: weight gain, hair loss, fallopian tube perforation. New reports and historical drug, concomitant conditions were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.